Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2009, a blog respondent (the parent of a child) posted, a contact lens wearer was transitioned into acuvue oasys lenses and began to experience light sensitivity and redness in the os that would resolve when lens wear was temporarily discontinued. On one occasion after returning to contact lens wear the light sensitivity and redness resumed accompanied by ¿substantial¿ pain. An eye care professional diagnosed a small ulcer on the cornea of the os and prescribed drops. The next day there was no vision in the os. A retinal specialist was consulted and diagnosed ¿an aggressive bacterial infection trying to penetrate the surface of the cornea.¿ treatment required drops and gel every hour for two weeks then four times a day. After 4 weeks of treatment, ¿the infection is still present but finally getting smaller.¿ ¿this bacteria has scarred the cornea¿ and ¿unable to see¿ out of the os. ¿it is likely that the required treatment may be a corneal transplant.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.